Manufacturer narrative:
(B)(4). Concomitant medical products- ,oxf anat brg lt lg size 3 PMA, item 159554, lot 847460, therapy date - remains implanted, oxford cementless tibia e lm, item us 166578, lot r3511130a, therapy date - remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00917 and 3002806535-2018-00918.

Event description:
It has been reported by the clinical study department that a patient underwent a left knee replacement procedure. Subsequently, the patient is experiencing moderate pain and swelling.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.